Event description:
It was reported that this right ventricular (rv) lead recorded potential over-sensed noisy signals. It was noted the patient underwent a surgical procedure where a magnet was used. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).